Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the outer insulation was breached cut. The proximal conductor was distorted. Blood/body fluid was present on the proximal conductor (not obstructed). The lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant procedure, the insulation of the lead was damaged when the physician pricked it with a needle probe. This resulted in changes to impedance and threshold measurements. A new lead was used. No patient complications have been reported as a result of this event.